Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis is use error- poor aseptic technique. A batch review was performed for the potentially associated lot numbers gd880757, gd881474), with no defects noted. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a consumer with supplemental information by a nurse in the USA of peritonitis coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag (dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date, the patient made a mistake resulting in a touch contamination while performing therapeutic pd. The treatment and outcome for the touch contamination were not reported. The consumer reported that on (B)(6) 2011, she experienced peritonitis. The nurse reported that the patient experienced peritonitis on (B)(6) 2011. On an unreported date, peritoneal effluent cultures were obtained and results were positive for streptococcus. The treatment for the peritonitis was not reported. Dianeal therapy was ongoing. On an unreported date in 2011, the patient recovered. Per the nurse, the event of peritonitis with culture positive for streptococcus was not related to dianeal therapy. The nurse did not provide an opinion of causality for the event of touch contamination.